Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the replacement devices were mentor gel breast implants serial numbers (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 26 2020, additional information was received indicating he patient underwent device removal on (B)(6) 2020. On nov 2 2020, additional information was received indicating the patient experienced capsular contracture baker grade unknown on the right side. The device was confirmed to be intact. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced pain and deflation on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.